Event description:
A customer reported experiencing a tandem mobi cartridge alarm with their pump. The caller confirmed that their blood glucose level did not exceed 500 mg/dl during the incident. Tandem technical support decided to replace the pump to resolve the issue, and the customer planned to use a backup insulin pump to ensure continuous insulin delivery.